Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when pulling back to first stop with the first, 5f mynx grip vascular closure device (vcd) , the balloon ruptured and lost pressure. The mynx was removed and the femoral sheath was still in place. Then a second attempt was made with another mynx vcd and when pulling back to the second stop with the second mynx, the balloon ruptured, lost pressure, and sheath came out. Hemostasis was achieved via manual compression held for 10 minutes. There was no reported patient injury. The balloons were tested prior to insertion into the sheath. The devices were purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There was not multiple sheath exchanges prior to the use of the mynx device. Excessive tension was not applied to the device (as indicated in the tension indicator). The mynx vcd was used in a diagnostic procedure. The mynx vcd was stored and prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was moderate calcium in the vicinity of the puncture site. The deployer is mynx certified. The device will be returned for analysis.